Manufacturer narrative:
The serial number of the device was requested but was not provided, therefore the expiration date, manufacture date, age of device, and unique device identifier (UDI) are unknown. The patient remains ongoing with the device. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported the patient's log files were submitted for analysis by the manufacturer's technical services on 20-jan-2019, after clinician reviewed data history and noticed multiple no external power alarms. Technical services reviewed submitted log files containing data from (B)(6) 2018, to (B)(6) 2019, and confirmed some no external power events within the 48 day time period. These events appear to be due to the ac power cord coming loose from the wall outlet or the power connector on the rear of the mobile power unit. During each of these no external power events, the emergency back-up battery was used to support the system and there was no stop in lvad support. The patient reports not being symptomatic during the events and does not remember the power cord coming lose from the wall or from the power connector on the rear of the mpu. The clinician reported the serial number of the mpu is unavailable at this time. A locking ac power cord has been sent to the patient to prevent this event from happening again. No additional information has been provided.

Manufacturer narrative:
The serial number of the device was requested but was not provided, therefore the expiration date, manufacture date, age of device, and unique device identifier (UDI) are unknown. Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed no external power alarms while the patient was supported by the mobile power unit; however, a specific cause for this finding and a direct correlation to the patient¿s mpu could not be conclusively established. The submitted log file contains data from 03dec2018 at 18:05:48 through 20jan2019 at 17:49:15. No external power alarms were captured throughout the file (31 total). The following no external power alarms appeared to be the caused by a loss of ac power while the controller was connected to the mpu: (b(6) 2018 at 10:05:05 (rsoc dropped from the expected ~12v to ~5.1 v in approximately 1 second), (b(6) 2018 at 16:55:08 (rsoc dropped from the expected ~12v to ~5.3v to ~3.2v in approximately 2 seconds), (b(6) 2019 at 21:44:58 (rsoc dropped from the expected ~12v to ~4.1 v in approximately 1 second), (b(6) 2019 at 06:20:03 (rsoc dropped from the expected ~12v to ~4.2v to ~2.6v in approximately 2 seconds), (b(6) 2019 at 06:21:31 (rsoc dropped from the expected ~12v to ~5.6v to ~3.4v in approximately 2 seconds). Additional no external power alarms were captured that appeared to be due to both power cables being disconnected at the same time (investigated under (b(4)). The system was supported by the backup battery (ebb) during all no external power events. The file also captured low flow hazard and driveline disconnected alarms (investigated under (b(4)) and backup battery faults (investigated under (b(4)). No additional atypical alarms were captured and the pump speed remained above the low speed limit while the driveline was connected. The account communicated that no external power events were observed when reviewing the patient¿s data history. It was later reported that the patient was not symptomatic during the no external power events. It was reported that the serial number of the mobile power unit was unknown. The patient and spouse stated that they did not remember the power cord coming lose from the wall or from the power connector on the rear of the mpu; however, a locking ac power cord was requested. The mobile power unit was not returned for analysis and remains in use. The hmii patient handbook addresses all alarm conditions including no external power alarms and cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.